Event description:
The customer received a blood glucose reading of 100 mg/dl from his contour and a reading of 225 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer returned the test strips for eval. Replacement test strips were sent to the customer.